Event description:
During surgical procedure the white covering on the blade of the curved 5 mm scope shears began to separate from the blade. No harm to pt.

Event description:
Add'l info received from MFR on 10/04/02: the complaint description stated the wire covering on the blade began to separate from the blade of co's 5mm coagulating, curved shears. The "white covering" refers to the white, teflon, tissue pad that is mechanically staked onto the movable clamp arm of the device, not the actual cutting blade. Its functions are to aid in gripping tissue between the clamp arm and blade when excising, and to prevent the blade surface from contacting the metal clamp arm during use. Add'l info was initially requested but they asked that the co send questions to resource specialist at the hospital. The following info was received by email. The surgeon was an experienced user of the lcsc5 device. The device failure occurred after insertion into the abdomen, but the elasped time was not stated. There were no other details received for this event. As there was no reported pt harm, and the pad, which is made of a biocompatible material, had not actually separated from the device, this report was not classified as a reportable event. Therefore co did not attempt to gain further pt info that would have been required on a 3500a form. The returned device was first visually inspected and co confirmed the tissue pad was melted, but still remained attached to the device. The unit was then functionally tested, and it was able to activate and cut, but was classified as "nonconforming" per release criteria due to the melted tissue pad. It was concluded that the device had most likely been in "closed" position while activated with no tissue present, or the device was closed longer than necessary to excise tissue. Labeling is included for lcs coagulating curved shears product. It includes a note in number 5 of the oepration section that warns: keep the clamp open when back cutting or while the blade is active without tissue present between the blade and tissue pad to avoid damage to the tissue pad. The returned device was tested and is currently at co's analysis site. It will be destroyed per appropriate complaint and bio-hazardous material handling procedures after a standard retention period. There have been no changes made to the tissue pad component or the manufacturing process that attaches this component to the device.